Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a representative regarding a patient receiving intrathecal fentanyl (concentration unknown) at 1500 mcg/day. The patient's existing catheter was accidentally damaged and inadvertently removed during a surgery to remove a stimulator. They were to repair and revise the catheter today on (B)(6) 2015. An 8598a catheter kit was used to revise the distal portion of the existing catheter, and the revision was completed on (B)(6) 2015.